Event description:
This complaint is from a data use agreement (dua). The dua summarizes 64 patients that were implanted with angled blade plates. Implantation was between august 2000 to january 2023 at university of utah. Reason for implantation was infection & dehiscence. Post op complication included symptomatic hardware - re pain . Treatment/intervention included was hardware removal. Implant(s) involved: 95 degree blade x1. Cortex screw x7. This report is for an unknown cortex screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.